Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, windchimes fell on this patient's head near the implant site in 2006. After this incident, imaging confirmed proper placement of the device. Two months later, the patient was hospitalized for extreme dizziness. All testing was negative and the patient was released. During the patient's 3 month post-operative evaluation appointment, he reported odd sound perception and the device was reprogrammed. Integrity testing has been requested for the patient's appointment the following month.